Manufacturer narrative:
The device was reprogrammed and the issue was resolved. The device was then explanted and replaced in an unrelated procedure. Related manufacturer reference number: 2938836-2017-01221.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented at the clinic after feeling a vibratory alert. Upon interrogation the device was found in back-up mode. The device was successfully reloaded and the patient experienced no adverse consequences due to this event.

Manufacturer narrative:
The reported backup vvi was caused by a watchdog timeout that was caused by numerous parity errors. The parity errors were not reproduced during testing with product code at temperature extremes or with any of the memory test programs. The device had normal functionality during bench testing. Because the same address was detected to contain the parity error, and no others, the memory in the u2 ic is believed to be the cause however this could not be confirmed because it was not reproduced. No conclusion code available.